Event description:
Allergan received an "explanted defective lap-band." No additional information was available.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Multiple requests for further information have been made. Allergan has received no response form the reporter. "The lap-band system si not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."